Manufacturer narrative:
Patient information is unknown device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone and email are not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a maxillary osteotomy was performed using matrix orthognathic. The surgeon noticed a swarf (fragment) from the screw in the patient. Screw has been discarded. There was no prolongation and the procedure was successfully completed. Patient outcome was reported as without problems. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 04.511.206.04s; lot no.: 8531591; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 22.jul.2013; expiry date: 01.jul.2023. Non-sterile 04.511.206.04c / 7422730 was manufactured in us, monument. Item: 04.511.206.04c; lot: 7422730; mfg qty: 120; mfg date: 01 jul 2013; mfg location: monument; raw mat'l: 7180664. Product was inspected and passed and packaged per inspection sheet. There were no nonconformances (ncs) or reworks generated during the manufacture of this product. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the complaint is confirmed as on the received picture an object is visible, which could be a swarf. But this cannot be fully confirmed due to the very low quality of the picture. The manufacturing documents were reviewed and no complaint related issues were found. This device was manufactured in july 2013 with a lot size of 30 packages (totally 120 screws) and we are not aware of any other complaint for this article and lot number combination. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.